Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Implant date: (B)(6) 2009 and/or (B)(6) 2010. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent l5-s1 redo posterior lumbar interbody fusion in which rhbmp2/acs was used. As per op-notes,¿ once all of the hardware was exposed including both screw heads and both rods on each side, the screw heads were removed. The rods were removed and then finally the screws were removed using a screw retrieval system. Once they had been removed, larger screws were placed in their stead. New rods were placed on top of the new screws and then a combination of bmp as well as tricalcium phosphate was placed in the posterolateral gutters. Due to the bmp, there was no irrigation used. The wound was closed in layers using 0 vicryl for fascial stitches, 2-0 for subcutaneous and a running subcutaneous monocryl stitch for the skin.¿ the patient tolerated the procedure well without any intraoperative complications.